Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. Per service manual operational and diagnostic analysis confirmed reported issue of no power to the unit as the device would not activate when the buttons were pressed. Additionally, the motor was heavily corroded due to ingress, the cable was intermittently causing the fms vue to display short, and the valve covers were heavily scratched. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the keypad pcb, silicone buttons & screws, motor assembly, cable assembly, and micro valve set. Performed replacement of internal seals as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The scratches are caused by user handling. However, given the information provided we cannot discern a definitive root cause for the defective cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/06/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/06/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the customer that they found that there was no power to the micro tornado handpiece with hand controls. The issue was found pre operatively. There was no patient harm or surgical delay reported. During in-house engineering evaluation, it was determined that the cable was intermittently causing the fms vue to display short. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.